Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions and generator interface boards were reseated and the calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed collimator cal required and filament cal required error message and would not boot up. There is no report of pt injury.